Event description:
This report is being filed after the subsequent review of the following journal article. Chang, s.-m., song, d.-l, zhuo, m., tao, y.-l., chen, w.-l., zhang, l.-z., & wang, x. (2014). Mismatch of the short straight cephalomedullary nail (pfna-ii) with the anterior bow of the femur in an asian population. Journal of orthopaedic trauma, (28)4, 17-22. The goal of the study was to measure the discrepancies between the short straight proximal femoral nail antirotation-asian version (pfna-ii) and the anterior bow of the femur in chinese patients and to propose a further design modification. From august 2008 until december 2010, 158 cases (35 men and 123 women with mean age of 77.2 years) with unstable/per/intertrochanteric fractures treated by proximal femoral nail antirotation-asian version (pfna-ii). The left hip was involved in 109 cases and the right hip was involved in 49 cases. The distal tip of proximal femoral nail antirotation-asian version (pfna-ii) was located anterior to the femur canal central axis in 118 cases, of which 55 cases abutted against the anterior cortex. With longer nails, the abutment occurred more often and was more prominent. There was a mismatch between current short straight proximal femoral nail antirotation-asian version (pfna-ii) and the anterior bow of the femur in the chinese population. Adverse events included 7 cases of poor fracture reduction, 14 cases of poor tip axis distance and a (B)(6)-year old man suffered secondary femoral shaft fracture near the distal locking screw and the nail tip. No reportable malfunction was noted. This report is for 1 device. There is not sufficient information to file multiple reports. A copy of the literature article is being submitted with this medwatch. 1 of 1 (B)(4).

Manufacturer narrative:
Device is used for treatment not diagnosis. This report is for an unknown nail. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.